Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample. The initial result was 1.45 mg/dl and was reported outside of the laboratory. The doctor compared the result with the previous result from the same day of 0.96 mg/dl. The customer repeated the suspect sample with a result of 0.95 mg/dl. There was no allegation of an adverse event. The reagent lot number was 31774201 with an expiration date of 31-oct-2018. The provided calibration and qc data was acceptable. Therefore, a general reagent issue could be ruled out. The provided reaction monitor indicated more sample was pipetted for the initial testing or some material found its way into the measuring cuvette which caused an artificially higher result. The investigation was unable to find a definitive root cause.